Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Updated become aware date.

Event description:
It has been reported that the device will not power on.